Manufacturer narrative:
Further information was requested but not received. During processing of this incident, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that a system explant is anticipate in the near future. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.